Manufacturer narrative:
Evaluation result: adjustment mechanism.

Event description:
It was reported by service report that the head piece wouldn't lock in place. No patient involvement or adverse consequences are reported.